Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced poor performance with the device use, subsequently the device was explanted on (B)(6) 2016. It is unknown if the patient will be re-implanted with a new device as of the date of this report november 01, 2016.